Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to age of the device and an unspecified product problem. The existing device was explanted and replaced with a new aus. No patient complications were reported.